Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 484 mg/dl at the time of the incident and was treated with insulin pump. The customer¿s other blood glucose was 420 mg/dl. The customer had changed the infusion set and every time they changed, they noticed bent cannulas. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege that the insulin pump was under delivering. The customer informed tiny bubbles. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professionals instructions. The customer stated that they have a back-up plan available. The insulin pump will be returned for analysis.